Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient presented in the hospital with an infection. Normal device function and lead measurements were observed. The patient has been scheduled for extraction next month. This right atrial (ra) lead is expected for return. No additional adverse patient effects were reported. Additional information: further information was provided from the field indicating that they had been misinformed about an infection, confirming that there was no sign of infection. This device was explanted because the patient no longer required therapy due to a successful af ablation procedure for superior vena cava syndrome. There were no adverse patient effects associated with this device.

Event description:
It was reported that the patient presented in the hospital with an infection. Normal device function and lead measurements were observed. The patient has been scheduled for extraction next month. This right atrial (ra) lead is expected for return. No additional adverse patient effects were reported.